Manufacturer narrative:
Laser got on fire. An investigation has been opened to obtain more information about the event dynamics.

Event description:
Laser got on fire. An investigation has been opened to obtain more information about the event dynamics.